Event description:
A registered nurse reported that during implantation of an intraocular lens (iol), it was noted to be scratched. The incision was enlarged to remove the damaged iol. Additional information has been requested.